Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analysis of the device indicated normal battery depletion. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) and unexpected longevity was suspected. It was noted that there was sudden jump in the battery impedance. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.